Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise oversensing on this right ventricular (rv) lead occurred, which led to inappropriate shocks being delivered to the patient. This lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.